Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called and reported that the insulin pump alarmed with a compromised force sensor system. The customer's blood glucose level was 190 mg/dl. The cusomter stated that the drive support cap was sticking out.it was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.